Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant. The patient reported resolution of their back pain following chiropractic treatment, which was previously managed using the scs therapy. The evoke scs has been turned off for the past 24 months. The evoke scs system was confirmed to be functioning as intended prior to explant.